Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving bupivacaine (n/a mg /ml at n/a mg/day) and unknown morphine drug (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the pump started alarming on (B)(6) 2024. The patient went to a healthcare provider (hcp) on (B)(6) 2024 and they "read the pump" and it said it was low. The patient had the pump filled yesterday and it was not low, but they emptied it and refilled it. Last night, the patient stated it is "still alarming." The patient mentioned they have morphine and bupivacaine in the pump. The patient was redirected to their healthcare provider to further address the issue. Additional information received from a consumer (con) via a company representative (rep) stated that the company representative (rep) stated that the patient came in for a refill with the low reservoir alarm active. The patient had their refill and four hours after they went home, they started hearing the single tone pump alarm. The technical service (ts) reviewed that the active alert needs to be silenced from the home tab and update the pump. Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported the physician and team had corrected the pump alarm situation. They had forgotten to silence the alarm as they were still new to the updated synchromed iii application. A clinical specialist educated the practice about the need to silence the alarms prior to refilling the pump if the low reservoir alarm was triggered. No further action is required.